Event description:
On 6/18/92, the patient had a total laminectomy at l4-5 lamina with foraminal decompression l4, l5, and s1 nerve roots bilaterally. Left sided l4-5 lumbar discectomy. 1 level transverse process fusion technique l4 & l5. Screw and rod fixation l4 - l5, right ileac crest bone graft. Patient began having pain and instability was noted at fusion site. Patient entered hosp. On 9/16/93 to have removal of hardware and re-fusion of posterior fusion. She was also scheduled for anterior fusion. At the time of surgery, the rod was noted to be broken.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: component failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.